Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). Charging re education was attempted, however the difficulty persisted. The ipg was replaced to address the charging concerns, furthermore, the ipg was upgraded to obtain magnetic resonance imaging (MRI) compatibility. The explanted device was disposed of by the hospital and was not returned for analysis. The patient is reported to be doing well postoperatively.